Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that three captivator snare were used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the patient's body, but it could not be powered on. Additionally, the same problem occurred with the other two captivator snares. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.